Manufacturer narrative:
On (B)(6) 2021, during preventive maintenance, the returned autopulse platform (B)(4) displayed user advisory (ua)02 (compression tracking error) during the initial functional testing. The root cause for the ua02 was due to a defective drive train motor, likely attributed to wear and tear. The autopulse platform was manufactured in 2012 and is 9 years old, past the expected service life of 5 years. During visual inspection of the autopulse platform, no physical damage was observed. During further functional testing, observed stiff manual rotation of driveshaft. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely due to normal wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similarf complaint reported for autopulse platform with serial number (B)(4).

Event description:
On (B)(6) 2021, during preventive maintenance, the returned autopulse platform (B)(4) displayed user advisory (ua)02 (compression tracking error) during the initial functional testing. No patient involvement.